Event description:
Reportable based on analysis completed on 20october2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 36 x 3.5mm target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. After predilatation was performed with a 3.5 x 40 mm unspecified balloon catheter, a 3.50x38mm promus element ¿ long stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The stent was damaged at its distal end. The struts on the two most distal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).